Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect and clean the pump, specifically replacing and removing an o-ring and cleaning the pneumatic tap area. The customer successfully loaded a new cartridge onto the pump and resumed insulin therapy.